Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (male part) and the main body of the minicap transfer set; further described as "the male part of the transfer set came off and was in the tubing, the patient line tubing. The patient took gauze, took it off put it back on, tightened it on there really well, and could not get it back off." This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.